Event description:
A malfunction was reported on the customer's pump with the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any further malfunction codes appeared, which the customer understood and acknowledged.